Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a touchscreen lock-up and failure to complete the boot-up process was confirmed. Ventec replaced the front panel board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was that pin 10 and pin 12 on the front panel board cable were electrically shorted together. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that when attempting to power the device on the touchscreen locked-up and become unresponsive. The device would not complete the boot-up cycle. There was no patient involvement associated with the reported event.